Manufacturer narrative:
(B)(4). Batch # unk. Conclusion: at the time of this submission, the device has not been returned for analysis. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please, explain ¿because blade broke in shaft and not in jaw.¿ is the broken blade tip being returned with the device? Or, was the broken blade tip discarded? Affiliate advised: the active blade broke inside the shaft of the device. No further info is available.

Event description:
It was reported that during a gastric bypass procedure, the blade broke at the beginning of the surgery. The broken part could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch l92c4w. The device was returned with the blade tip broken off and returned. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process.